Event description:
During insertion of an axonics sacral neuromodulation lead, a piece of the guidewire needle broke off in the pt. This was identified immediately by the surgeon. Fluoroscopy was present in the room for the procedure. Using fluoroscopy, the broken piece was able to be identified and removed from the pt without issue or harm to the pt.